Event description:
It was reported that four (4) home choice cassettes leaked. The tubing disconnected from the cassettes where solution had leaked out and sprayed from the machine due to the disconnection. The patient was unable to cap the leak as the blue top at the end of the tubing was no longer there. This occurred during multiple steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.